Event description:
A surgeon reported that during glaucoma shunt implantation surgery the shunt would not release from the delivery system. This occurred again when a second shunt was used. Additional information was received from the surgeon, who indicated that after normal insertion, the first shunt did not release after he pushed the release button, so he released it with a needle holder which caused the plate to bend. He removed the first shunt and attempted to insert a second one. The second shunt would not release from the deliver system either. The surgery was converted to a trabeculectomy because a laceration occurred. There are two medical device reports associated with this event. This report is for the first shunt.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).